Event description:
On (B)(6) 2010, pt reported the piston rod on the infusion device would not retract. Pt reports the piston rod began to "stick" during the last couple of cartridge changes and now piston rod will not retract at all. Pt is using correct type of battery. Infusion device was bumped against a wooden desk, but pt does not believe there was enough force to cause this concern. Pt reports piston rod typically makes a "loud grinding noise" during retraction, but it is now making a quiet noise. Pt changed battery and attempted to retract piston rod and the same issue occurred. The piston rod made a quiet noise and did not spin. No alert or error messages were reported. There has been no insulin ingress, and infusion device has not been dropped on a hard surface within the past 48 hours. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.